Manufacturer narrative:
The following fields have been updated with additional information: site legal name (FDA): (B)(4). D.3. Medical device manufacturer: nogales g.1. Manufacturing location: nogales

Event description:
It was reported that bd nexiva¿ closed IV catheter system needle is not fully encased in the plastic sheath. This was discovered during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that needle is not fully encased in plastic sheath. These new IV catheters suck! They are cheap. The needle is not fully encased in a plastic sheath, so you get blood on the bed sheets. Why isn¿t there a valve on the end to prevent blood from pouring out? This is hazardous and a step backwards. Per customer response: there was no injury, just a mess on my beautiful yellow pants as the cap came off as I put the IV into my patient. The product is junk, cheap and should be recalled. Why isn¿t there an autoguard at the end to prevent blood contamination, why isn¿t the needle fully encased in a sheath? Who ever made this product should be ashamed of themselves. It is a step backwards.

Manufacturer narrative:
The following fields have been updated with additional information: d.1. Medical device brand name: bd nexiva¿ closed IV catheter system. D.2. Medical device type: foz. D.2. Common device name: intravascular catheter. D.2. Medical device catalog #: 383557 d.3. Medical device manufacturer: (B)(4). D.4. Medical device expiration date: 2021-01-31. D.4. Medical device lot #: 8025512. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: sandy. G.5. PMA/510(k)#: k183399. H.4. Device manufacture date: 2018-02-06.

Event description:
It was reported that bd nexiva¿ closed IV catheter system needle is not fully encased in the plastic sheath. This was discovered during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that needle is not fully encased in plastic sheath. These new IV catheters suck! They are cheap. The needle is not fully encased in a plastic sheath, so you get blood on the bed sheets. Why isn¿t there a valve on the end to prevent blood from pouring out? This is hazardous and a step backwards. Per customer response: there was no injury, just a mess on my beautiful yellow pants as the cap came off as I put the IV into my patient. The product is junk, cheap and should be recalled. Why isn¿t there an autoguard at the end to prevent blood contamination, why isn¿t the needle fully encased in a sheath? Who ever made this product should be ashamed of themselves. It is a step backwards.

Event description:
It was reported that bd nexiva¿ closed IV catheter system needle is not fully encased in the plastic sheath. This was discovered during use. The following information was provided by the initial reporter: material no: 383557 batch no: 8025512. It was reported that needle is not fully encased in plastic sheath. These new IV catheters suck! They are cheap. The needle is not fully encased in a plastic sheath, so you get blood on the bed sheets. Why isn¿t there a valve on the end to prevent blood from pouring out? This is hazardous and a step backwards. Per customer response: there was no injury, just a mess on my beautiful yellow pants as the cap came off as I put the IV into my patient. The product is junk, cheap and should be recalled. Why isn¿t there an autoguard at the end to prevent blood contamination, why isn¿t the needle fully encased in a sheath? Who ever made this product should be ashamed of themselves. It is a step backwards.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8025512. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately a physical sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text: see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ catheter needle is not fully encased in the plastic sheath. This was discovered during use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that needle is not fully encased in plastic sheath. These new IV catheters suck! They are cheap. The needle is not fully encased in a plastic sheath, so you get blood on the bed sheets. Why isn¿t there a valve on the end to prevent blood from pouring out? This is hazardous and a step backwards. Per customer response: there was no injury, just a mess on my beautiful yellow pants as the cap came off as I put the IV into my patient. The product is junk, cheap and should be recalled. Why isn¿t there an autoguard at the end to prevent blood contamination, why isn¿t the needle fully encased in a sheath? Who ever made this product should be ashamed of themselves. It is a step backwards.